Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the screw head was no longer attached to the screw at s1 and the rod had slipped out of the most distal screw. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that there was a creo amp screw head has separated from the shaft post operatively with subsequent rod slippage.